Event description:
It was reported that the procedure was to treat an eccentric, de novo, 80% stenosis in the distal left anterior descending artery (lad). It was reported that a non-abbott guide wire crossed the lesion. The 2.0 x 12 mm otw minitrek balloon catheter was advanced against strong resistance with the delivery system; however, it crossed the lesion and was inflated to 8 atmospheres during first inflation for 30 seconds. Following treatment of the lesion, the balloon catheter could not be removed from the patient anatomy as strong resistance was felt. The balloon was inflated to 12 atmospheres for 30 seconds and then deflated and was able to be removed from the patient anatomy. The procedure was completed with the otw mini trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance with the guide wire could not be confirmed/replicated in a testing environment due to device condition. The definitive cause of the resistance during advancement/retraction could not be determined. Based on the visual and functional inspection of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.